Manufacturer narrative:
This report is submitted on january 06, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and abnormal impedance. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 23, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 03, 2023.

Manufacturer narrative:
Correction: the previous report submitted on (B)(6)2023 was filed inadvertently. Device analysis did not indicated device failure. Device analysis report attached. This report is submitted on march 03, 2023.